Event description:
Customer states the system is generating a bad iris pot error. No pt injury was reported.

Manufacturer narrative:
This unit is a loaner system that has not been installed or authorization form filled out.